Manufacturer narrative:
The patient¿s age and weight was not provided. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 1 year and 2 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the patient presented to the emergency room. The patient had darker stools for 2 weeks, but they became tarry on (B)(6)2017. They also experienced dizziness and shortness of breath for a few days, and one episode of epistaxis which was resolved with afrin. Since (B)(6) 2017, they had subcostal pain/upper abdominal pain, and right shoulder pain. The patient¿s hemoglobin dropped from 11.7 g/dl on (B)(6) 2017 to 7.6 g/dl on the day of admission. They were transfused with 4 units of packed red blood cells (2 of the units within a 24 hour period). On (B)(6) 2017, the patient¿s hemoglobin was 9.3 g/dl. On (B)(6) 2017, the patient had an upper double balloon enteroscopy and a non-bleeding erosive gastropathy was found. Submucosal streming vessel with active bleeding was seen in the mid-jejunum. The patient was treated with bipolar cautery and 3 endoscopic clips. This is the presumed source of the patient¿s recurrent melena. The patient¿s medication was also changed.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Additionally, the submitted controller and lvas log files appeared to show the system operating as intended. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.